Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported the automated impella controller (aic) was not charging when it was plugged in. The orange/green light emitting diode (led) above the selector knob did not illuminate and the charging indicator did not show the unit as plugged in. The aic was replaced successfully.

Manufacturer narrative:
The investigation into the aic - battery charging/other issues has been completed since the initial report was submitted. The console was returned, visually inspected, and tested. It was discovered that the battery was not charging, and both 2a fuses were blown. The root cause of the battery not charging was a power supply malfunction.